Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 476 mg/dl. The cause of the high bg was not known. The customer was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with novolog and levemir. The customer had been disconnected from the pump while in the hospital and the bg dropped to 45 mg/dl and the hospital was addressing this low bg. The customer had not yet been discharged. At the time of the report, the contact was unable to perform a system check. Although multiple requests were made for additional information and to assist with a system check, the contact did not reply to the requests.